Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: no images provided and very limited information, why difficult to comment on the perforation. However, filter perforation of the vena cava wall is a well known risk. Despite perforation the majority end up in successful filter retrieval. There are no published guidelines for surgical or endovascular removal of perforated ivc filters. Removal is considered based on the severity of symptoms and perceived long term adverse outcomes. The appearance of filter struts tenting or penetrating the ivc wall is a common finding on CT performed before filter retrieval. Ivc filters with these findings can be removed safely and should not be a contraindication for ivc filter retrieval. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
On (B)(6) 2012, the filter was placed from the left femoral vein as a treatment before orthopedic operation in the femoral region. After the surgical operation (date unknown), the patient's family requested the filter removal. On (B)(6) 2012, though the physician attempted to remove the filter, the procedure was not successfully completed due to the tilted filter and from the slight effect of adhesion. The physician decided to leave the filter in place permanently. On (B)(6) 2013, the patient came to the hospital to complain of dorsal pain as an outpatient after being discharged from the hospital. CT showed images that one of the filter legs looked perforated ivc. The patient is not hospitalised currently and the physician is taking a wait-and-see approach. Patient outcome: there has been no patient outcome reported.